Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Analysis pending.

Event description:
Reportedly, during a f/u, oversensing was observed on both atrial and ventricular leads. A problem was suspected with the device header. Pacing and impedance tests were normal. The pacemaker involved in this MDR report was explanted and returned for analysis. A new device was successfully implanted.